Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). Date of event is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient has not had the prescription on the pump to bolus since he had the revision to the catheter "about a year ago". It was determined the catheter had come out of the spinal column. The patient noticed at a certain point while titrating that he was not getting any more pain relief. It was noted when the doctor tried to pull fluid from the catheter he just "got air" and it was determined the catheter had fallen out of the spinal column. It was reported the medication was increased a lot but the patient was not getting any relief.